Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was experiencing high blood glucose for the past three days. Troubleshooting was performed. The customer's most recent glucose level was 12.9 mmol/l, and has treated with the insulin pump and manual injections. Reviewed the alarm history and found a no delivery alarm. It was stated that the customer changed the infusion set to resolve the issue. The programming, time, and date were correct. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.